Manufacturer narrative:
Results evaluation: smiths medical international ltd evaluated the returned sample. Visual inspection of the returned sample confirmed the alleged breakage. It was noted that the guiding catheter was severed with a clean fracture at the safety bump. A review of the complaints history database highlighted this to be the first reported incident relating to this product lot. It also showed that complaints of a similar nature have been reported to smiths medical international previously and that analysis of these identifies no systematic cause for the reported procedural complications. A review of the device history records for the guiding catheter batch and packing records for the finished kit batch highlighted no anomalies. It has not been possible to assign a definitive root cause for the brekage, as such we have concluded that there are no quality issues with the guiding catheter and the current testing regime during assembly being adequate. It however, is possible that excessive force applied to the catheter during use may have been a contributory factor. With consideration to the above, this represents an isolated incident.